Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead damage. The physician was unable to fully advance the stylet into the lead, preventing proper lead placement. Multiple stylets were tried without success. The lead was removed and tested outside the patient, but the procedure was unsuccessful. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead damage. The physician was unable to fully advance the stylet into the lead, preventing proper lead placement. Multiple stylets were tried without success. The lead was removed and tested outside the patient, but the procedure was unsuccessful. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received indicating that the cause of the damage was unknown, and no visual issues were detected. The only indicator was that the stylet would not advance the final three inches of the lead, suggesting an internal issue in the attempted location.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis confirmed that a stylet insertion test passed with a soft stylet but failed when using a firm stylet. Upon removal, dried blood was observed on the stylet tip, indicating that the diameter was reduced due to the presence of blood or body fluid. Repeated insertions and withdrawals of the stylet gradually broke up the dried material, suggesting that obstruction from biological residue affected the test outcome. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead damage. The physician was unable to fully advance the stylet into the lead, preventing proper lead placement. Multiple stylets were tried without success. The lead was removed and tested outside the patient, but the procedure was unsuccessful. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received indicating that the cause of the damage was unknown, and no visual issues were detected. The only indicator was that the stylet would not advance the final three inches of the lead, suggesting an internal issue in the attempted location.